Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The distal portion of the device was not returned for analysis; this includes the mid-shaft, inner/outer polymer extrusion shaft, balloon, stent and tip. Therefore reviews of their profiles cannot be performed. However, as part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum stent profile for the complaint device at the time of manufacture was within maximum crimped stent profile measurement. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. A hypotube break was also noted at 730mm distal from the distal end of the strain relief. As part of the analysis a review of the manufacturing data was performed for the returned device. During manufacturing the returned device was checked for leaks at the vacuum decay test (vdt) work-step and no anomalies were noted. The hypotube break and kinks most likely occurred due to excessive force that could have been applied on the delivery system during handling of the device. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 25-sep-2017. It was reported that stent deployment failure occurred. The target lesion was located in a coronary artery. A 20 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during insufflation, the stent did not open. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed detachment of the shaft polymer extrusion and hypotube break.